Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. The alarm occurred multiple times. The film on the back of the cassette was loose. The patient line did not prime all the way to end as the patient is not familiar with the priming process. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. The alarm occurred multiple times. The film on the back of the cassette was loose. The patient line did not prime all the way to end as the patient is not familiar with the priming process. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues.